Event description:
During review of the data log, found error 33 and faulty air sensor.

Event description:
During review of the data log, found error 33 and faulty air sensor. Device was received for evaluation. Reviewed history log, verified non consecutive error, error 33 (14x). Observed abnormal noise from clamp motor, replaced. Air detector functionality test passed, device can be returned back to use. Equipment cleaned and post repair tested per quality control check list. Equipment is now functioning as intended and is released for further use.